Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they have a telemetry transmitter that was getting hot, and the case was cracked in a couple of places. Nihon kohden technical support (tech support) assisted them with replacing and monitoring another transmitter. This was found at set-up, and not in patient use.